Event description:
Was reported that (1) devices was used during a laparoscopic hysterectomy. It was reported by the affiliate that the 355ld silicon gasket fell into the patient (it was retrieved from the patient). Another instrument was used to complete the case. There was no consequence to the patient. The device was discarded.